Event description:
Upon implanting a valve with a connected anti-siphon device and a ventricular catheter, the surgeon reported that the anti-siphon "broke", but the situation is unclear whether it was disconnected or if the surgeon tried to disconnect it himself.